Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove medication from pyxis. The technical support specialist attached an article of "unable to remove - no access" for the user reference and confirmed that the issue was resolved. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, user was unable to remove medication from pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.